Manufacturer narrative:
(B)(4).this complaint for the system error 2240 was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) did not know if the patient line was fully primed prior to connecting. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The hp to restart with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, the hp did not recall if the patient line was primed all the way or not. The hp stated he contacted his peritoneal dialysis (pd) nurse regarding the alarm. The hp resumed therapy using new supplies without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.